Event description:
It was reported that during the patient's drg trial lead implant on (B)(6) 2024, the sheath was fractured, and a portion of the sheath was left implanted in the epidural space.

Manufacturer narrative:
Updated a4- patient weight. Updated: health effect clinical code- 2687 foreign body in patient to 3165- device embedded in tissue or plaque. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.